Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle mesh and mpathy minimesh. Later the patient experienced pain, pressure in rectal and vagina areas, contraction of pelvic floor, pelvic pain, dyspareunia, constricted vagina vault pulling on pelvic mesh, granulation tissue, bladder lesion and mesh erosion. A revisions of the mesh, removal of granulation tissue and bladder lesion, a posterior repair of perinerrhaphy with graft and intraoperative inspection of the bladder were performed.